Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The information provided indicates the root cause of the worsening pvl is the patient's heavily calcified bicuspid valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, 6 months after implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach, patient presented with paravalvular leak due to a native bicuspid valve with calcification plaque. Physician decided to perform a viv procedure with a 29mm sapien 3 valve by transfemoral approach. After the implantation of the second valve, there was no pvl.